Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported e4 (occlusion) error was displayed on (B)(6) 2010, at 8:00 am, and he changed the infusion tubing. At 2:00pm, his blood glucose measured 230 mg/dl and he felt sick. At 4:00pm, his blood glucose measured "hi" on his blood glucose monitor and he vomited. He injected 10 units of insulin via syringe and called for an emergency doctor. He was transported by ambulance to the hospital and treated in intensive care until (B)(6) 2010. His blood glucose upon admission to the hospital was 520 mg/dl. His physician believes e4 was not displayed in the afternoon after the initial e4 error. His normal blood glucose range is 120-160 mg/dl. He changes the infusion site every 2-3 days and the infusion tubing every 6-9 days. No further information is available. The infusion device was replaced and requested to be returned for evaluation.